Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The sensor was adhered to the issue and while trying to extract, the sensor broke. The hcp was able to successfully remove both the pieces of the sensor. The patient is doing well.

Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The sensor was adhered to the issue and while trying to extract, the sensor broke. The hcp was able to successfully remove both the pieces of the sensor. A return material authorization (RMA) was issued for the return of the device for further investigation. However, the device was never returned. An image provided by the customer confirmed the event. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and ever sense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4: date of this report updated to 15 november 2024. G3: date received by the manufacturer ?15 november 2024. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 4112. H6: investigation findings updated to 4248. H6: investigation conclusions updated to 4310,4311.